Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken and the scs system explanted because it was not helping to relieve pain. In addition, the pt required contraindicated testing.